Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The kink resistant tubing (krt) was visually and microscopically inspected noting fatigue. A fluid leak was identified in the cylinder krt consistent with material fatigue. The pump did not pass the activation testing performed. Inspection of the remainder of the device noted wear at a fold in the middle of each cylinder but passed leak testing. The reported clinical observation of fluid leak was confirmed.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was no longer working properly. Two weeks later, the patient underwent a surgical intervention to revise the ipp. Upon explant, the physician determined that the right cylinder connecting tube was cracked. The cylinder and pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was no longer working properly. Two weeks later, the patient underwent a surgical intervention to revise the ipp. Upon explant, the physician determined that the right cylinder connecting tube was cracked. The cylinder and pump were explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was no longer working properly. Two weeks later, the patient underwent a surgical intervention to revise the ipp. Upon explant, the physician determined that the right cylinder connecting tube was cracked. The cylinder and pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The kink resistant tubing (krt) was visually and microscopically inspected noting fatigue. A fluid leak was identified in the cylinder krt consistent with material fatigue. Inspection of the remainder of the device noted wear at a fold in the middle of each cylinder but passed leak testing. Apart from the observed damage, no other damage or irregularities that would affect the functionality of the device were identified. The reported clinical observation of fluid leak was confirmed. Based on all available evidence, boston scientific concludes the most likely cause of the event can be traced to component failure.